Event description:
It was reported that the customer experienced a blood glucose (bg) level of 47 mg/dl. Reportedly, the customer consumed carbohydrates to address their bg level. The customer alleged that the pump miscalculated boluses: however, pump logs were unavailable for tandem technical support to review,, therefore the allegation could not be confirmed.